Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemic episodes while using the ilet system, with a reported nadir of 39 mg/dl. The low glucose was treated with oral carbohydrates; the specific device problem and involved component were not identified due to insufficient information. Symptoms included hypoglycemia. Outcome details remained unclear despite multiple attempts to contact the pt for details. Investigation included communication and interviews with the user or third parties, and analysis of information provided. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.